Event description:
It was reported that the patient had inadequate pain relief and the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of service message. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.